Event description:
It was reported the cervical ipg was inoperable since it was no longer able to hold charge and communicate. As such, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3: date of event is estimated.